Event description:
It was reported by the patient that they wanted to know if it was normal for their implantable cardioverter defibrillator (ICD) to "shift a little bit in my chest". Follow-up attempts were made to obtain more information but the patient has not reported this to their physician. The device remains in use. No patient complications have been reported as a result of this event.